Manufacturer narrative:
Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The visual inspection of the device showed that the tap was returned in 2 pieces. The device has been in the field for around 7 years. The root cause of the event was determined to be fatigue fracture due to normal wear of the device from multiple use.

Event description:
It is reported that modular tap broke during screwing in into the vertebral body. Replacement was available.

Event description:
It is reported that modular tap broke during screwing in into the vertebral body. Replacement was available.